Event description:
After removal of guidewire from vas cath, guidewire noted to be approximately 9 cm short. X-ray confirmed approx 9 cm of wire in chest. Pt taken to radiology and wire removed under fluoroscopy.